Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Sales rep reported that patient came in for a revision. The utility plate, the anchorage plate and the broken screws heads were implanted. The revision took place to remove the broken items. They were broken prior to revision. All the broken screws were associated with the anchorage plate, not the utility plate. No issues reported for the utility plate or its associated screws.

Manufacturer narrative:
The reported incident that non locking screw anchorage ø3.0mm / l18mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was most likely attributed to a user related issue. The failure would have been possibly caused by non precise placement of the screws. There have been received 5 broken screws. The screws are broken at different lengths therefore an over-torque of the screw to tight the plate to the bone is discarded, as in that case will break up at the screw head. The bone present in the tarsal bones is more cancellous bone (softer) rather than cortical bone (harder) thus the presence of hard bone most likely would not happened. Moreover, the presence of more cancellus bone (soft) in tarsals means that most of the forces and torques of repetitive motions will be transmitted to the screws while the bone is being formed. In the case that, these screws, were bounding two bones, thus passing by joints, in conjunction with enough stress forces over the screws, most likely could result in these breakages. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported that patient came in for a revision. The utility plate, the anchorage plate and the broken screws heads were implanted. The revision took place to remove the broken items. They were broken prior to revision. All the broken screws were associated with the anchorage plate, not the utility plate. No issues reported for the utility plate or its associated screws.